Manufacturer narrative:
Batch review performed on 01 july 2021: lot 090085: (B)(4) items manufactured and released on 06-apr-2009. Expiration date: 2014-02-28. No anomalies found related to the problem. To date, all the items of the same lot have been sold without any similar reported event since 1-jan-2017. Additional implant involved: ball heads: mectacer 38.39.7175.245.00 biolox forte ceramic ball head 12/14 ø 28 size s -3.5 (USA) (k073337) lot. 082881. Batch review performed on 01 july 2021: lot 082881: (B)(4) items manufactured and released on 14-oct-2008. Expiration date: 2013-08-31. No anomalies found related to the problem. To date, all the items of the same lot have been sold without any similar reported event since 1-1-2017.

Event description:
11 years and 11 months after primary the patient came in reporting pain and the cause of the pain is unknown. The surgeon revised the head and liner and added a sleeve. The surgery was completed successfully.